Event description:
The customer contacted baxter's technical service center to report a shock on a homechoice (hc) machine during dwell. The home patient (hp) felt a shock during dwell 2 of 4. The hp disconnected and turned the hc off. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported an electric shock from the device. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem was undetermined. The device was sent for normal servicing.a review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified.a service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.information erroneously omitted from the initial medwatch.